Manufacturer narrative:
The device was received and eval by depuy synthes power tools. The reported condition of oil contamination was confirmed. During svc it was noted that the device had oil contamination. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Reporter from (B)(6), requested routine maintenance for the device. During servicing it was noted that the device had oil contamination. The device was not used in surgery. No injuries were reported. There was no additional info provided.